Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/03/2019. Customer found during trouble shooting: pressure relief valve (prv) is popping off at 40 cmh2o. Advised customer to replace the prv since it will not adjust to the correct pressure. Customer reported replacing the prv resolved the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an accuracy test failure. There was no patient involvement.